Event description:
In 2008, the lay user/patient's spouse contacted lifescan (lfs) alleging that the patient's onetouch ultra2 meter would not power on. The medical affairs specialist (mas) spoke with the reporter on november 5, 2008 and obtained the following information. The patient reported that the alleged issue began on the morning of two days prior to original date. As a result of the issue, the reporter claimed the patient was unable to test his blood glucose; however, continued to take his usual dose of novolog 70/30 insulin (18 units in the morning and 12 units at night). A couple of days afer the subject meter stopped powering on, the patient's spouse stated that the patient developed symptoms of shakiness and sweaty and treatment himself with food. The reporter confirmed the patient felt better afterwards. At the time of troubleshooting, the customer care advocate (cca) confirmed there was no known trauma to the subject meter and that the batteries had been replaced as recommended in the owner's booklet. The issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose, due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issued began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned. Lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.